Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6: photo investigation: the product was not returned to medtech orthopaedics, however photos were provided for review. The photo investigation revealed that '966515, pw pin puller¿ had foreign substance and rust on the surface. Foreign substance and rust found on the device likely due to improper cleaning/ sterilization. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the pw pin puller would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to improper maintenance and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
It was reported that during loan kit inspection, by the loan kit technician it was identified that the device is rusty. There is no surgeon, procedure, or patient details available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "rusty." The product was not returned to medtech orthopaedics; however, photos were provided for review. ¿image0.jpeg¿, ¿image1.jpeg¿, ¿image2.jpeg¿ and ¿image3.jpeg¿. The photo investigation revealed that '966515, pw pin puller¿ had foreign substance and rust on the surface. Foreign substance and rust found on the device likely due to improper cleaning/ sterilization. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the pw pin puller would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to improper maintenance and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: rusty. The product damage documented in this pc has been identified during loan kit inspection, by the loan kit technician. The event date and alert date are the date that the inspection took place. There is no surgeon, procedure, or patient details available. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device found that the pw pin puller has sings of foreign matter what appears to be corrosion at the handle. Where corrosion/oxidation was identified around the surface of the device, alongside damage consistent with normal wear, this suggests that the passive layer of the metal has been worn down from repeated use (due to normal use damage) allowing for the metallic surface underneath to become susceptible to corrosion/oxidation. The lifecycle requirements of the device are event related and depend on the use in clinical practice, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of pw pin puller would have contributed to a device issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code (j0411) provided is not a valid finished goods lot#. H11 additional narrative: corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.